Event description:
It was reported that the system was removed due to bacterial endocarditis. The patient suffered fever, chills, sweats, neck pain.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.